Event description:
It was reported that an unknown male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that a few hours later, the patient¿s blood pressure dropped suddenly. A pericardial effusion was confirmed using intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed since it was still in progress. The patient was reported to be in stable condition. The physician did not mention what may have caused the effusion. Additionally, during the procedure the smartablate generator was not displaying a temperature when trying to ablate the first lesion. The cable was replaced without resolution. The catheter was replaced and the issue was resolved. The procedure was continued. The smartablate generator is operating per specs and is not responsible for the product issue. This adverse event was discovered during use of biosense webster products. The physician did not state an opinion on what caused this adverse event. The patient outcome of the adverse event is fully recovered. It is unknown if hospitalization was extended. A transseptal puncture was performed with a sjm brk-1 71cm. Prior to noting the pericardial effusion ablation was performed. There was no evidence of steam pop. The event occurred at the end of ablation. An irrigated catheter was used in the event, the flow setting was per instructions for use (IFU). Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No force visualization features were used. Only manual ablation tags were used. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11-mar-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 30-mar-2022, the product investigation was completed. It was reported that an unknown male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that a few hours later, the patient¿s blood pressure dropped suddenly. A pericardial effusion was confirmed using intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed since it was still in progress. The patient was reported to be in stable condition. The physician did not mention what may have caused the effusion. Device evaluation details: visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30681444l number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).